Event description:
The pt reported she has received repeated occlusion error messages on her insulin infusion device over the past 2 weeks. She stated, it is not a site issue as this happens while she is disconnected from her device and trying to prime or bolus. She said that tonight she could not put the device in run without receiving the occlusion message. During troubleshooting, the pt was instructed to disconnect from her device and try to bolus through the adapter. The device gave an occlusion message. She was then instructed to remove the adapter and cartridge and perform an empty bolus with the same results. The pt was instructed to run an empty prime which went through without error. When the pt was asked to repeat the empty prime, the device gave an occlusion message. The pt was advised to switch to her backup device immediately. The pt did not report blood glucose concern related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.